Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on unknown date. The procedure was performed under general anesthesia after lo dose-rate (ldr) brachytherapy seed placement, that went fine. The patient presented to emergency department (ed) with rectal fistula and a 2 cm rectal ulceration. Initial imaging showed gel visible within the ulceration. One week after the implant, the patient had left testicular pain radiating up into the abdomen. Two weeks after the implant, the patient developed rectal pain. As of (B)(6) 2021, "last week he had mucus from rectum and then yesterday had bleeding from the rectum". The patient will undergo a computerized tomography (CT) scan on (B)(6) 2021.